Event description:
The patient reported on a survey experienced pump malfunctions and needed a surgical procedure to repair a broken catheter. No symptoms or dates were reported. Additional information has been requested, but was not available on the date of this report.